Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. There was no evaluation of the device. The customer spoke with a clinical specialist to address their concerns. A recommendation was made to the customer to adjust the patient settings. The customer verified the settings with the physician and later reported that there were no further issues.

Event description:
It was reported that the patient was not breathing deeply enough while sleeping to trigger continuous positive airway pressure (CPAP). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.